Event description:
Caller gave pt insulin based on receiving a reading of 90 mg/dl. Pt ate and went to sleep and started having a seizure about 10 minutes later falling unconscious. The paramedics transported pt to the emergency room and took a reading of 20 mg/dl with an unk meter. The pt was given an IV and stayed in the emergency room for 3 hours before being released.